Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation confirmed the reported symptom through the history log but was unable to reproduce the "air-in-line" alarms. Evaluation found the lower fluid number with a loaded tube is lower than expected. This is caused by a failed ultrasonic sensor. With low ultrasonic readings it would make the pump more sensitive to "air-in-line" and "upstream occlusion" alarms, causing the reported symptom. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed air-in-line. It was also reported that there was no pt involvement.